Event description:
It was reported that prior to using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, embedded foreign matter was noticed on the non-patient shield. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 368835. Lot/batch #: 3242435. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for embedded foreign matter was observed. The embedded foreign matter in the non-patient shield is a cosmetic defect with no impact on the efficacy of the needle. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode.